Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event and inaccurate delivery from an unidentified pump. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was 580mg/dl, with large ketones, and symptoms of heavy breathing. Reportedly, ems responded and the patient was hospitalized, diagnosed with dka, and treated with insulin injection and IV fluids. It was reported that there were no pump setting changes before the alleged event and pump use was discontinued. Troubleshooting determined that all delivered basal and bolus doses matched the programmed settings, and that the date was incorrect. Customer technical support determined that the date setting being incorrect was not a contributing factor in the bg excursion. This complaint is being reported for alleged hyperglycemia during pump use in which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2014 as follows: the returned battery cap and returned cartridge caps were used to complete testing with no power issues reported. The last basal delivery and the last bolus were on (B)(6) 2014. The total daily doses prior to the event date added up correctly. The pump history showed no alarms outside the range of normal patient use. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Product analysis was unable to duplicate the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.